Event description:
New information received notes the patient presented for further evaluation and all parameters were stable. No changes were made since all parameters were stable. The lead remained implanted. No issues were observed. The patient was asymptomatic. There were no patient consequences.

Event description:
It was reported that noise was observed on the discrimination channel on the right ventricular lead on a patient's electrocardiogram. Further testing and programming changes were discussed. There were no reported patient consequences.